Event description:
Pt with history of pelvic pain had elective robotically assisted lap right oophorectomy/salpingectomy and appendectomy on (B)(6) 2007. On (B)(6) 2011, a diagnostic laparoscopy was conducted to remove the foreign body - an intuitive hot shears cover that was previously left behind. The cover had not been counted and apparently came off the hot shears when removed from trocar this was not noted by the surgical team. Facility notified on (B)(6) 2012. Retained plastic cover not thought to contributed to pt's pain or symptoms because it did not cause an inflammatory response in her body.